Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result of 0.44ng/ml generated by the access 2 immunoassay system. Upon repeat the results were in the normal reference range (the actual results were not provided by the customer). No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was serum that was collected in a rst tube and centrifuged for 3 minutes two times. The sample was aspirated and put in a sample cup for analysis and sample appearance was cloudy. Qc was within the customer's established ranges prior to and after the event. Service was offered but declined by the customer.